Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons required multiple presses to elicit a response. The patient noted that the keypad was peeling and lifting off and indicated that the response issues had occurred first. The patient denied any evidence of moisture in the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was lifting and peeling along the right side. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up and contrast buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The down and ok buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts.